Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device did not pass the free flow test and the regulator closer was found dislodged. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.